Event description:
It was reported that during a lumbar interbody fusion procedure on (B)(6) 2013 that the slap hammer, trial spacer and inserter had broken during the removal of the trial spacer. It was reported that when the surgeon was removing the trial, the slap hammer became stuck because it was too large. The slap hammer, the inserter and trial spacer were broken due to all the parts being attached during removal. Due to the difficulty in removal, the surgeon took the slap hammer off and had to manually take out the trial spacer. The surgeon used a separate instrument to complete the procedure. There was a 10 minute delay in completing the procedure. The procedure was successfully completed with no patient injury reported. This report is for one, oracle slap hammer. This is report 5 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional patient information was not made available. The investigation could not be completed; no conclusion could be drawn, and the product is entering the complaint system. A review of the device history record has been requested. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4) manufactured the oracle slap hammer, p/n 03.809.972 (supplier lot # 77503). Lot # 6178666: the supplier¿s certificate of compliance (c of c) dated june 30, 2009, indicates the lot was manufactured to the correct material, met the correct hardness, and all required specifications. The lot was inspected and conformed to the synthes incoming / final inspection sheet number ns027776. There were no mrrs, ncrs, or complaint-related issues for this lot number. (B)(4) parts were released to the warehouse on july 14, 2009. Lot # 6178667: the supplier¿s c of c, dated june 30, 2009, indicates the lot was manufactured to the correct material, met the correct hardness, and all required specifications. The lot was inspected and conformed to the synthes incoming / final inspection sheet number ns027776. Ncr # (B)(4) was written on july 07, 2009, for the flat screw protrudes above datum ¿b¿ surface, on (B)(4) parts out of (B)(4) in the lot. (B)(4) parts were returned to the supplier (rts) and the ncr was closed on july 08, 2009. (B)(4) parts were released to the warehouse on july 10, 2009. Lot # 6198412: the supplier¿s c of c dated july 31, 2009, indicates the lot was manufactured to the correct material, met the correct hardness, and all required specifications. The lot was inspected and conformed to the synthes incoming / final inspection sheet number ns027776. There were no mrrs, ncrs, or complaint-related issues for this lot number. (B)(4) parts were released to the warehouse on august 11, 2009. Manufacturing evaluation was conducted. The report indicates that due to an unknown cause, the shaft¿s (p/n 03.809.972.1) threaded tip is broken and exhibits scratches and marks. The adapter (p/n 03.809.972.2) has the broken threaded portion of the shaft attached, and has nicks and scratches. Based on the evaluation and the unknown cause, this complaint is deemed indeterminate from a manufacturing position.

Manufacturer narrative:
(B)(4): the product development event evaluation details, the parts returned for inspection. The oracle and the t-pal spacer systems include a slap hammer. This instrument helps remove trials and implants. The t-pal trial spacer fractured at the proximal connection end. Mechanical testing t-pal removal impact, demonstrates that the applicator handle, trial and slap hammer construct can with stand 6.7kn of force which is adequate as explained in the test report. The complaint describes the trial being too large so excessive force may have been applied during the removal of the trial. The slap hammer fractured just below the connection end in the thread below the cross pin. The proximal end of the t-pal trial shaft (coupling end) fractured at the weakest point. The associated drawings were reviewed. The design specifications and materials are adequate for the devices intended use. The failure mode and root cause has been previously identified.